Event description:
The manufacturer received information alleging a red screen with message ¿ventilator inoperative¿. There was no harm or injury reported. The ventilator was returned to a third-party service center for evaluation. The event logs were checked and there was no trace of the device showing this message and the unit seemed to be working as it should. Software upgraded to v3.6.2, device passed the system checkout procedure, device completed and passed all testing.

Manufacturer narrative:
H3 other text : device not returned to manufacturer